Event description:
Dexcom representative contacted dexcom technical support on (B)(6) 2015 on clinic's behalf and claimed that on (B)(6) 2015 the clinic experienced a hardware failure. The dexcom representative did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. Evaluation of the returned receiver confirmed a hardware error code. The root cause was determined to be a defective component in the receiver's printed circuit board. .